Manufacturer narrative:
UDI: (B)(4). Reporter's full name, phone number and address were not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device coupling power supply did not function and the attachment coupling was defective. The device also failed pretest for check the handpiece coupling, marking & labeling and general condition. Therefore, the reported condition was confirmed. The assignable root cause could not be determined. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the reduction drive device did not function and split into two parts. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.